Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the oesophagus during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was used to treat the bleed however the thermal part of the device failed. Additionally, the device was tested and worked prior to use. No visible damage to the device and the packaging were reported and the same generator and settings were used to complete the procedure with the second injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of injection gold probe would not cauterize. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device does not present any anomalies. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The complaint was not confirmed; the returned device was within specifications. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the oesophagus during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was used to treat the bleed however the thermal part of the device failed. Additionally, the device was tested and worked prior to use. No visible damage to the device and the packaging were reported and the same generator and settings were used to complete the procedure with the second injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.